Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on (B)(6) 2007, patient had a pinnacle hip replaced with an asr hip implant on her right side. Patients metal ion levels have not yet been tested, so it is unknown whether her chromium and/or cobalt blood levels are higher than normal. Patient has not yet been revised. Update: 12/17/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. -1 product (unknown asr hip) changed to cup; head added to complaint.